Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: trauma to chest, infection on left breast, rupture of left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with an unspecified mentor gel breast prosthesis (left implant) and a mentor memorygel breast implant 325cc gel breast prosthesis developed an infection in her left breast. In addition, the patient experienced trauma to her chest after hitting a truck. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2020. During the explantation surgery, it was discovered that the patient¿s left breast prosthesis had ruptured. This medwatch report is for the patient¿s left breast prosthesis.